Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had a bent pin on one of the power ports of his controller while attempting to change batteries. The site performed a controller exchanged and provided the patient with a replacement device. The controller, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specification. The controller failed visual inspection as a result of a bent pin on the power source one (1) connector; thus confirming the reported event. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on a power source connector, most likely a result of improper handling, material durability and assembly interferences. The manufacturer has opened an internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had a broken pin within a power port. It was stated that this damage occurred while the patient was changing batteries. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.